Event description:
It was reported that the burr became stuck on the rotawire. The target lesion was located in the severely calcified artery. A 1.50mm rotapro and rotawire were selected for percutaneous coronary intervention (pci) procedure. During the procedure, there were difficulties advancing the burr at the proximal of the lesion. It was noted that the burr was unable to be withdrawn and stuck on the rotawire. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with a non-boston scientific device. There were no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The rotawire used in the procedure was returned within the rotapro device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with the returned rotawire. During functional testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted into the rotapro device due to a kink in the rotawire. In order to determine the functionality of the rotapro device, a test rotawire was used. During analysis, the test rotawire was able to be fully inserted and removed from the returned rotapro device with no resistance or issues. Product analysis confirmed the reported events, as the returned rotawire was kinked and could not be reinserted into the returned rotapro device.

Event description:
It was reported that the burr became stuck on the rotawire. The target lesion was located in the severely calcified artery. A 1.50mm rotapro and rotawire were selected for percutaneous coronary intervention (pci) procedure. During the procedure, there were difficulties advancing the burr at the proximal of the lesion. It was noted that the burr was unable to be withdrawn and stuck on the rotawire. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with a non-boston scientific device. There were no patient complications were reported.